Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: freestyle libre 2 plus. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian reported that on (B)(6) 2026, the patient presented to the emergency room at (B)(6) hospital with hyperglycemia. During this episode, the patient¿s blood glucose level reached 23.8 mmol/l (428.4 mg/dl) while wearing the pod for approximately 1 to 4 hours. It was reported that the pod fell off the patient's infusion site (leg), resulting in cannula dislodgement and interruption of insulin delivery. The patient experienced symptoms including elevated blood glucose levels, frequent urination, increased thirst, and a ketone level of 2.5 mmol/l. Upon arrival at the emergency room, the pod was removed under physician advisement prior to treatment, and the patient was administered 2 units of long-acting insulin and 1 unit of fast-acting bolus insulin. After approximately seven hours in the emergency room, the patient was released the same day, and a new pod was reportedly applied.